Event description:
It was reported to boston scientific during the endoscopic retrograde cholangiopancreatography procedure (ercp) of the common bile duct; the cutting wire snapped but stayed attached to the hydratome. The procedure was completed with the use of another similar device. No pt complications were reported as a result of this issue and the pt was reported as "fine" following the procedure.

Manufacturer narrative:
The lot number is unavailable, the date of device manufacture is unknown.